Event description:
Per tm, the battery dies if not plugged in all the time. It died at 33% charge today out of the blue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutting down unexpectedly was unconfirmed. The unit did not shut down abruptly during the assessment, but it does boot to a battery health alert ¿battery health is degrading, a/c connection is recommended¿ as is normal functionality with a battery cycle count of 313. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the battery dies if not plugged in all the time. It died at 33% charge today out of the blue.